Event description:
A pt had angioseal procedure done in 2006. Angioseal dug into pt's carotid artery and he died. Dr denies using the product. Angioseal has been causing a lot of destruction and needs to be taken out of the market. Dr did not inform family in time when procedure went wrong until pt died.